Manufacturer narrative:
Specific date of occurrence was not provided. (B)(6) 2018 was used for the date of occurrence since the customer reported the event occurred approximately 3-4 weeks ago. Lot number was not provided. Without a lot number, expiration date and manufacture date could not be determined. There was no patient injury associated with this adverse event. An MDR was sent for this report because the patient required re-access of the implanted port to prevent loss of therapy. End of report.

Event description:
A nurse reported a same day surgery patient was receiving an IV infusion via an implanted port. The port was accessed with a huber needle and an unspecified medication was infusing. A 1668 3m¿ tegaderm¿ IV transparent film dressing with adhesive-free window was applied to the site. The nurse reported the huber needle became partially dislodged from the port catheter and the dressing was no longer fully intact. The port catheter was re-accessed and the infusion was restarted.